Event description:
Customer reports to have previously reported malfunctioning insulin pump and never received replacement. Customer reports to have a blank screen display. Customer's blood glucose was 340 mg/dl. Customer states she changed battery after pump being off for three days. Customer also states she was hospital due to high blood glucose, and while hospitalized, insulin pump was removed for four to five days. During troubleshooting for blank display, it was found that battery compartment was corroded. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.